Event description:
The manufacturer received information alleging that the device did not meet the acceptance criteria of the evaluation process for critical errors (193,290). The ventilator was returned to the manufacturer for evaluation and the customer¿s complaint was confirmed. The device's internal battery pack was replaced.